Event description:
After an implantation time of 5 months, it was reported that the lead and the ICD were explanted due to an insulation defect of the lead. The ICD was discarded, the lead was returned.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The ICD was not returned and was not available for analysis.during the analysis of the lead, squashing in the form of a 360 degree radial constriction of the lead body was detected about 21 cm distal of the is-1 connector pin in the area of the ligature. This is probably the result of the ligature thread being bound very tightly. Further inspection showed multiple signs of abrasion along the lead. Especially about 27 cm distal of the is-1 connector pin, the insulation was severely damaged by squashing. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual inspection also showed deformations of the fixation, which were most likely caused by the explantation process. The measurement values determined during the electrical analysis were within specifications. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.